Manufacturer narrative:
Batch review performed on 30 september 2015: lot 092013: (B)(4) items manufactured and released on 06 october 2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, all the cups of the lot have been already sold without any similar reported issue. Clinical evaluation performed by the medical affairs director on 11 sep 2015: the report attributes mobilization to nickel allergy. Loosening was detected 5 years after primary surgery; allergy may have developed after primary operation and started to interfere with the implants. There are no other sources of information contradicting the report, therefore I can accept the metal allergy as the root cause for this revision. On 30 sep 2015 the r&d project manager checked the images of the implants received with the following comment: observing the 3 explanted implants no particular sign can be noted it is not possible from the images of the explanted implants determine the root cause of the event. As mentioned in the clinical evaluation, the metal allergy can be the root cause for this revision.

Event description:
The patient came into the surgeons office complaining of pain. The cup, liner and ball head were revised due to the discovery of the patient having a nickel allergy. Intraoperatively it was discovered that the cup was loose.

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information already submitted in the intial report. On the same day it was sent to the initial reporter and the case was closed.